Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the ventricular channel was observed. The lead exhibited normal electrical characteristics. The lead will continue to be monitored.